Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
Tracking #.45976 ees #.976134/j endopath endoscopic multifeed stapler: based upon inquiry info received and visual examination, the reported event was confirmed. Two instruments were returned with a yielded nose weld. Instrument a, also was received with broken cartridge on lifter's spring area. No functional test could be performed due to the yielded nose in both instruments. The instruments were disassembled and 9 staples were found in the track of instrument a and 4 on instrument b. No conclusion could be reached as to how the nose had become yielded.